Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had foreign matter. The following information was provided by the initial reporter: needle is not sterile, there is a white particulate on the needle (looks like the seal material).

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had foreign matter. The following information was provided by the initial reporter: needle is not sterile, there is a white particulate on the needle (looks like the seal material).

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided bd material 305832 and lot number 2012415. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected sample was provided for evaluation by our quality engineer team. Through examination of the picture, white foreign matter was observed on the cannula component. However, without the physical sample, it is not possible to identify the foreign matter composition. H3 other text : see h.10.